Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform functional testing due to physical damage to case. The insulin pump has with cracked case at the display window corners, minor scratched lcd window and missing end cap sticker. The drive support was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive and the drive support cap is loose. Customer's blood glucose level at the time 249 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.